Event description:
It was reported that the patient was admitted to the hospital with worsening heart failure where a device interrogation showed right atrial (ra) lead sensing could not be adequately achieved, so the device was reprogrammed vvi. X-ray imaging was performed which revealed the ra lead had dislodged more than 14.5 years post-implant when no imaging immediately prior to the hospitalization showed evidence of dislodgement. The patient remained hospitalized for heart failure treatment, and to re-achieve synchrony, the ra lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpa2d4 crt-d implanted: (B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.